Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "on one of our scopes, the plate with the serial number has fallen off" involving pentax model ec38-i10l/serial (B)(4). No further information was provided at the time of the report. Pentax service contacted the territory manager in order to ship out the necessary materials and instruction to re-affix the plate on the device.

Manufacturer narrative:
Pentax model ec38-i10l is classified as import for export, therefore 510k is not applicable. Same model ec38-i10l-us is distributed in the us with 510k k131855. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.